Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy period'), pelvic pain ('pelvic pain outside menstruation') and endocrine hypertension ('endocrine arterial hypertension') in a 40-year-old female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endocrine hypertension (seriousness criterion hospitalization), hyperaldosteronism ("hyperaldosteronism"), dizziness ("dizziness"), fatigue ("fatigue"), headache ("intense daily headaches"), visual acuity reduced ("visual acuity loss"), depression ("depressive disorder"), abulia ("abulia"), raynaud's phenomenon ("raynaud¿s syndrome"), renal pain ("significant lateral renal pain with irradiation to the scapula and the posterior surface of the thigh"), arthralgia ("joint pain mainly in the two hips, the right shoulder, the left foot"), cystitis ("cystitis"), fungal infection ("repeated mycoses"), dysmenorrhoea ("painful periods") and gingivitis ulcerative ("gingival necrosis"). On an unknown date, the patient experienced disturbance in attention ("difficulty concentrating"). The patient was treated with amlodipine besilate;perindopril arginine (coveram), spironolactone and surgery (novasure operation on (B)(6) 2018 and salpingectomy scheduled to (B)(6) 2020). At the time of the report, the menorrhagia, pelvic pain, endocrine hypertension, hyperaldosteronism, dizziness, fatigue, headache, visual acuity reduced, depression, abulia, raynaud's phenomenon, renal pain, arthralgia, cystitis, fungal infection, dysmenorrhoea, disturbance in attention and gingivitis ulcerative outcome was unknown. The reporter provided no causality assessment for abulia, arthralgia, cystitis, depression, disturbance in attention, dizziness, dysmenorrhoea, endocrine hypertension, fatigue, fungal infection, gingivitis ulcerative, headache, hyperaldosteronism, menorrhagia, pelvic pain, raynaud's phenomenon, renal pain and visual acuity reduced with essure. The reporter commented: sick leave since (B)(6) 2019, multiple examinations, procedures and hospitalisations. Inability to return to work or to play sport, despite blood pressure figures stabilizing. Debilitating daily pain (heavy, daily headaches, inability to use right arm, discomfort when walking, etc.) Lot number: c26962, manufacturing date: 2014-02-26, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigationwas conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy period'), pelvic pain ('pelvic pain outside menstruation') and hypertension ('endocrine arterial hypertension') in a (B)(6) female patient who had essure (batch no. C26962) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypertension (seriousness criterion hospitalization), hyperaldosteronism ("hyperaldosteronism"), dizziness ("dizziness"), fatigue ("fatigue"), headache ("intense daily headaches"), visual acuity reduced ("visual acuity loss"), depression ("depressive disorder"), abulia ("abulia"), raynaud's phenomenon ("raynaud¿s syndrome"), renal pain ("significant lateral renal pain with irradiation to the scapula and the posterior surface of the thigh"), arthralgia ("joint pain mainly in the two hips, the right shoulder, the left foot"), cystitis ("cystitis"), fungal infection ("repeated mycoses"), dysmenorrhoea ("painful periods") and gingival injury ("gingival necrosis"). On an unknown date, the patient experienced disturbance in attention ("difficulty concentrating"). The patient was treated with amlodipine besilate;perindopril arginine (coveram), spironolactone and surgery (novasure operation on (B)(6) 2018 and salpingectomy scheduled to (B)(6) 2020). At the time of the report, the menorrhagia, pelvic pain, hypertension, hyperaldosteronism, dizziness, fatigue, headache, visual acuity reduced, depression, abulia, raynaud's phenomenon, renal pain, arthralgia, cystitis, fungal infection, dysmenorrhoea, disturbance in attention and gingival injury outcome was unknown. The reporter provided no causality assessment for abulia, arthralgia, cystitis, depression, disturbance in attention, dizziness, dysmenorrhoea, fatigue, fungal infection, gingival injury, headache, hyperaldosteronism, hypertension, menorrhagia, pelvic pain, raynaud's phenomenon, renal pain and visual acuity reduced with essure. The reporter commented: sick leave since (B)(6) 2019, multiple examinations, procedures and hospitalisations. Inability to return to work or to play sport, despite blood pressure figures stabilizing. Debilitating daily pain (heavy, daily headaches, inability to use right arm, discomfort when walking, etc.) A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.